Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer¿s blood glucose level was 41mg/dl at the time of the incident. The customer reported that during troubleshooting for cannot find sensor signal customer mentioned low blood glucose when woke up, and was blood glucose was 67mg/dl. The customer declined further troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.